Event description:
It was reported that the patient presented with noise on their right ventricular (rv) lead resulting in oversensing and pacing inhibition. Therefore, the physician elected to explant and replace the lead on (B)(6) 2021. There were no complications during the procedure and the patient was in stable condition after.

Manufacturer narrative:
Conductor damage was noted at outer coil at 20.3 cm to 21.2 cm from the connector pin consistent with clavicle crush damage. The rv conductor insulation was fractured. This is consistent with the observation from the field of noise.